Manufacturer narrative:
Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. The complaint investigation reviewed the customer provided cds processes where information to judge deviation from the IFU was not identified. Olympus will continue to monitor complaints for this device.

Event description:
It was reported during reprocessing that the colonovideoscope tested positive for less than 10 colony forming units (cfus) of gram-negative bacillus at flushing/brushing on (B)(6) 2025; less than 10 (cfus) skin flora at flushing/brushing on (B)(6) 2025 and less than 10 (cfu)s of mixed bacterial growth at suction on (B)(6) 2025. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.